Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
Per (B)(4), during a laparoscopic rou-en-y gastric bypass procedure; the surgeon clamped/cut the bowel with the device then removed the stapler. Upon trying to change loads, the stapler would not open. A new stapler was obtained. There were no patient consequences reported.